Event description:
The end-user reported a pt implanted with a 23mm cardioseal in 2005, under went surgery to remove the device after echo study revealed thrombus on both the proximal and distal sides. Based on incident narrative; the pt experienced a tia several days prior to the discovery of thrombus in 2006. The tia was considered completely resolved prior to thrombus discovery. The pt returned to the hosp after swimming exercise several, days following the tia episode. At this time we could not determine the reason prompting the pts return to the hosp. Echo study performed at that time revealed circumstances leading up surgical removal of the implant. The surgeon conducting the explanation of the device reported surgery was successful; the pt was noted to be "doing fine".